Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 300 mg/dl at the time of incident. The customer was treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges that the insulin pump was under delivering because they believe it was the infusion set. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The device will not be returned for analysis.